Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As there were no further problems, it was assumed the replacement of the sample probe resolved the issue.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable mg magnesium results for quality control and patient samples for nearly two weeks. Data was provided for one patient sample. The initial result was 1.44 mmol/l and the repeat result was 0.87 mmol/l. Information concerning if the erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The customer replaced the sample probes and has had no further issues.